Event description:
It was reported to st. Jude medical that when the physician was performing a generator replacement, tissue in growth was observed around the entrance of the device header. The tissue had to be scraped around the lead/header to remove the lead. In doing so, the lead broke, leaving the end of the lead in the header and sense/pace lead terminal without a tip and ring. The physician capped the sense/pace portion of the lead and implanted a new sense/pace lead. The physician did not suspect a problem with the lead and reported that the break was due to tissue in growth. The ICD was explanted and returned to st. Jude medical due to eri(elective replacement indicator).